Event description:
The customer reported that both displays on the central nurse's station (cns) turned black.

Manufacturer narrative:
Details of complaint: the customer reported that both displays on the central nurse's station (cns) turned black. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the cns display went black due to a failed third party kvm. Upon removal of the kvm and proper set up of the cns, the patient monitoring display was restored. Possible cause of the issue is considered to be due to a failed third-party accessory connecting the cns display screen to the cns tower. The reported issue did not involve a deficiency of the cns. Investigation determined the complaint did not involve a failure of the nk product.

Manufacturer narrative:
The customer reported that both of their central nurse's station (cns) displays turned black. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that both of their central nurse's station (cns) displays turned black.